Event description:
The reporter stated that the units were leaking. During evaluation it was discovered that four (4) units were cracked and one (1) had the stopcock broken off at the bond to the transducer.